Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 would not turn back on. This occurred during use. The reporter believes this might be due to the shut-down mechanism, but does not know how long the user waited for it to turn back on before switching kits. A re-inservice was done for the user. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had no nonconformities and minimal signs of clinical usage. There was some evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. Based upon this observation, the reported complaint for "no power" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).